Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 494 mg/dl at time of incident and current blood glucose level was over 600 mg/dl. The customer assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose with insulin pump. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer states the drive support cap appears normal. Customer reports insulin exited at the quick release. Customer reports they received a no delivery alarm during a bolus. Customer was reporting a past event. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by infusion set change. The device will not be returned for analysis.